Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and emergency room visit. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose (bg) read "high" (> 500 mg/dl) while wearing the pod between 24 and 36 hours. The pod was deactivated and the customer noted that the cannula appeared bent. The customer applied new pod prior to going to the hospital and noted that in 2-3 hours bg dropped to normal range. The customer's hyperglycemia was treated in the emergency room and she was released. The pod was discarded.